Event description:
A 56-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's spouse reported to novocure, that during a physician visit, it was noted the patient had developed an infection at the site of the surgical resection scar (last surgical resection (B)(6) 2025). As a result, the patient was prescribed antibiotics and optune gio therapy was temporarily discontinued. On (B)(6) 2025, the prescribing physician confirmed that the patient was prescribed trimethoprim-sulfamethoxazole and noted that the patient had also been on recent steroids. The physician assessed that the infection was related to optune gio therapy. The patient's spouse reported on (B)(6) 2025, that the patient was scheduled for an MRI and blood work the following day, with a potential hospital admission for surgery due to the infection. On (B)(6) 2025, the spouse reported that the patient had surgery on (B)(6) 2025. Following the surgery, the physician advised the discontinuation of optune gio therapy for a minimum of three months to allow adequate healing of the affected area.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the wound infection cannot be ruled out. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection in this patient include prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, and prior surgery affecting skin integrity.